Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2010, the plaintiff was implanted with ams elevate to treat pelvic organ prolapse. The plaintiff's attorney alleged that the plaintiff "suffered serious bodily injury, including extreme pain, erosion of her internal tissues, chronic discharge and bleeding, dyspareunia," as well as "pain and suffering, emotional distress and mental anguish," along with other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.